Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. It was reported the spring was damaged on the insulin pump during troubleshooting. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. It was also found the customer was hospitalized for five days due to pneumonia. The customer reported experiencing symptoms of diabetic ketoacidosis after being released from the hospital. Customer was able to turn on the insulin pump at the end of the call. Customer requested a replacement insulin pump. Customer agreed to return the product for analysis.